Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to unknown reason and unknown blood glucose level. The customer did not mention any symptom and treatment. The insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.